Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 5. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2018, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding and abscess. No further patient complications were reported.